Event description:
It was reported that an attempt was made to replace an arterial femoral sheath, in the ICU without the aid of fluoroscopy. The guide wire was inserted when resistance was encountered. The sheath was removed but difficulty was additionally encountered while placing a new sheath. Reportedly, a portion of the guide wire separated. This has been interpreted to be that the polyethylene coating detached from the distal coils. The pt was taken to surgery for right groin exploration, right femoral artery repair, and attempt of placement of arterial cannula. The pt died at some point during the hosp stay. Reportedly, the pt expired from the physiological disease process and not from complications of this event.